Event description:
Distributor reported right side "pain, induration and inflammation, rupture of the implant with ganglionar inflammation, and axillary lymph node infiltrated by silicone." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lump/nodule, pain, inflammation/irritation.